Event description:
It was reported by the customer that a pyxis medstation es system had a black screen. The customer reported that the user was able to remove the medication from another area and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a matrix drawer issue. A field service engineer installed a new matrix drawer cable and reinstalled the communication bus cable. Reseated the rowboard cable to the drawer board and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.